Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2026-00050.

Event description:
It was reported that while performing a discectomy with the expandable shaver, 2 blades broke off in the disc space while rotating the instrument clockwise. The surgeon was able to retrieve one blade but the second was unable to be retrieved. A general surgeon came in to evaluate the situation. Imaging showed the location of the shaver blade on the contralateral side in relation to the cannula. The general surgeon said the patient should be fine given its location. A laparoscopic procedure may be performed if the patient wants or needs it removed. The patient is doing fine and has not developed any complications or symptoms related to the retained blade. There was a delay of 20-25 minutes but no further patient impact. This is report two of two for this event.